Manufacturer narrative:
The insulin pump passed the functional tests. However, the insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a button error following a battery change. Her blood glucose was 83mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.